Event description:
Nebulizer on demand mode would get stuck on continuous after 2 breaths in demand mode. This occurred with multiple packages despite trouble shooting. Respiratory therapy made aware.